Event description:
It was reported that at the final femoral stem insertion it was noted that the tip of the inserter instrument was missing. The tip broke off and remained in the stem, inside the patient. Medwatch report no. (B)(4).

Manufacturer narrative:
It was reported that during the final femoral stem insertion, the inserter tip broke off and remained inside of the patient. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. A medical analysis noted that no relevant clinical information has been provided for inclusion in this medical investigation. There were no patient injuries reported. The material composition and biocompatibility of the retained tip is unknown because no product information was provided. However, the inserter is a commonly used surgical device and the inserter tip is meant for short-term contact (<24hours duration) with bone/tissue. Since the broken tip remained embedded in the stem, micromotion/or migration is unlikely. In addition, the patient impact beyond possible local irritation/discomfort and probable MRI restrictions cannot be determined. Some potential causes of the reported event could include but are not limited user/procedural variance, worn instrument or excessive force used. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated. We consider this investigation closed.